Event description:
Customer reports lancet sticks out. Unable to confirm if lancet device had been fired while using the softclix plus lancet device. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.